Event description:
It was reported that on several occasions, there have been problems with the alaris tubing for the gemini imed pumps not functioning properly. Today the tubing was spiked into a 250 cc glass bottle. The vent on the side of the chamber was opened as was the tubing clamp. The chamber filled, but the fluid would not run through the tube despite efforts to jostle it and even to hook it up to the imed pump, which alarmed to indicate there was air in the line.